Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.

Event description:
It was reported by customer that while disconnecting empty 5fu pump, rn found white residue at proximal connection point, where fluorouracil had been infusing through, indicating a slow leak from between the port needle set and the micro-clave. No other information provided. Seven samples were sent for investigation. This file addresses the second sample.